Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station hardware failed on main drawer 3.1. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.1 had failed. A field service engineer (fse) logged in as carefusion admin (cfnadmin), launched the hardware test application, and released all cubies from drawers 3.1 and 3.2, transferring them to a new drawer. Then the fse powered down the station, removed the back panel, and uninstalled the old drawer. Further the fse installed the new drawer and configured it to resolve the issue. Performed functional testing in hardware test application and medstation application with success. The system functioned as intended after the field service engineer repaired the device.